Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; however, was stated as a few months following lens implants. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient, that she is experiencing glare when driving at night after implantation of model zxr00 tecnis symfony multifocal iol's (intraocular lens) in both eyes. Her doctor recommended amber colored sunglasses, but the issue continues to persist. Patient reported she didn't start driving at night right away because it got dark late but she started driving soon after the implants. The glare has affected her ability to drive at night and she is concerned about her ability to drive once it starts getting dark earlier in the fall. There is no indication of a planned or performed treatment at this time. The lenses remain implanted. Patient stated she was informed by the doctor that there was a risk of glare but she wanted the symfony lenses. Patient stated that if she had to do the implants again, she would still get the same lenses. She is happy with her vision. Patient had bilateral lens implants, this report pertains to the left eye (os).